Event description:
It was reported that a spectrum iq infusion under infused the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 125 ml/hr at a vtbi of 125 for a one hour run time. The delivered amount was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the user facility submitted medwatch (B)(4) for this event. Additional information: b3 additional information b5: this occurred during an infusion of remifentanil. It was reported that the pump was programmed correctly, however medication was not infusing. The volume in the bag was not emptying. It was further reported that no patient harm was witnessed. Should additional relevant information become available, a supplemental report will be submitted.